Event description:
It was reported that the pt experienced trauma at the implant site due to a CPAP machine. The pt was treated with keflex for two weeks. Advanced bionics is in the process of gathering add'l info when add'l info is rec'd, a supplemental report will be submitted.